Manufacturer narrative:
The affected device was manufactured in 2007. A log file was not made available for the investigation. There was no information provided on request regarding the specific application situation, the failure pattern or posted alarm messages. An alarm message 'patient not vented' as reported is not part of the device-specific alarm architecture. Due to only very limited information available, it was not possible to verify the event nor to identify a potential malfunction of the device. It could neither be confirmed nor denied if the event was caused by the device. Finally, it was stated by the customer that the carina device has been removed from use and quarantined awaiting disposal. The instructions for use requires to check the device¿ readiness for operation prior to patient use. During operation, ventilation-related parameters such as volume, flow, pressure are monitored by the device. Based on the alarm settings, the device will generate audible and visual alarms related to the measured values, if alarm limits are met. In case the ventilation is interrupted by a device malfunction, a high priority alarm is generated. During this time the emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilating the patient with an independent ventilation device may be considered necessary. The current case is reported in abundance of caution as it could not be excluded that a device malfunction caused or contributed to the patient reportedly not being ventilated. The results of the investigation did not reveal any new or additional risks which are not covered by the product risk management file.

Event description:
It was reported that the device was in use on a patient and began to show 'patient not vented'. The affected device swapped out; no patient harm was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.